Event description:
Re: medtronic implantable stimulator trouble - my husband recently had to undergo a re-surgery of a medtronics pain stimulator and is now in more pain than before. He had multiple back surgeries; still had pain in hip and down leg and neuropathy from damaged nerves. The trail stimulator was wonderful. No pain for the first time in years. They then surgically implanted the permanent one. It did eliminate the pain in the hip and leg and another place where he was having pain and helped the neuropathy some, but had excruciating new pain in the left side about kidney area. As they increased the pain stimulator, that pain was intensified. They decided the lead had rolled over into the canal and was resting on a nerve. The pain continued even with the stimulator turned off. They then waited two weeks and had another operation to put different leads in. This was one week ago, they did not turn on until today. He now not only has his pain back in his hip and leg but a jolting if turns or leans back. I do not understand why the trial was great and so much trouble with the implant. I called the medtronic's rep and didn't get much help. Will keep you posted. I've been looking through the posts on the spinal cord stimulators and it looks like there are quite a few people that have been hurt by them. Some people wanted suggestions on trying to get help from an attorney. What I did was to write up a case review and basically just told them what happened. Then I saved it in a word document. When I wanted to submit it, I copied and pasted it into the case review section of the product liability page. That makes it easy since you don't have to keep repeating your problem each time you want to send in a submission. Do this on as many law firm websites as you could handle. I was told the more law firms you contact the better. I am now following up by calling the law firms to see if they want to take my case. I've been told by an attorney we need to gather info on as many of these cases as possible and then they'll try and get the medtronic's products recalled. My problem was the lead wire fracturing and causing nerve damage as well as other neurological issues. I posted on 1/18/08 -I'm sorry, took me 3 posts to get it to work-and see that others are working with attorneys that are suggesting the possibility of a class action lawsuit also. I'm thinking of gathering together these cases and submitting the info to an attorney for review. One of the attorneys said if we can get 10- 15 people that have had lead problems we might have a class action suit. He then said he'd look at it even if I can get a few cases together. So, I'm thinking of getting together any posts where medtronic's neurostimulators have shocked, jolted or otherwise malfunctioned and hurt people-not just lead wires malfunctioning. Does this seem ethical? Do you think that it's a good way to go about it? I've also found a couple of national law firms that have actually worked on medtronic's products, if you'd like me to post them. There were sections of cases on medtronic's neurostimulators on their websites. An attorney told me you have a better chance of getting them to take your case when you have a law firm that's already worked on medtronic's product. I definitely think contacting the FDA is an essential step. I'm thinking if they get enough complaints they may issue some recalls. I posted the FDA website you can report what happened to you on 1/18/08. For those who missed it, the section on the website that has the form is www.FDA.gov/medwatch/report.htm. I'm not out for a big settlement legally, I just want to contact attorneys and see if they can do something about this and contact the FDA and let them know what happened to me. I want medtronic to have to take responsibility for their defective products and the injuries that they've caused. When I contacted medtronics they tried to tell me they hadn't heard of any other lead fractures on the model I had explanted. I don't know about that, but obviously there are a lot of medtronics products ruining a lot of peoples lives and I'm the type of person that won't stop until I get something done about it! D4. Diagnosis or reason for use: #1. Chronic pain after failed back surgeries. #2. Hip and back pain.